Event description:
It was reported that the pump was broken and the patient was having problems with it. It was noted that the patient had begun to see a new healthcare provider (hcp) because the prior hcp wouldn¿t help her.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).